Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and impedance anomaly. The lead was explanted and replaced successfully. The patient was stable post procedure.